Event description:
Pt having hip pain for 8 months following 91 total hip replacement. Dr told pt his implants had "gone bad" following x-rays and that he would have to replace everything with a "deeper implant".